Manufacturer narrative:
The sample was centrifuged at 3,000 rpm for 9 minutes. The specimen was visibly free of fibrin.qc was within the customer's established ranges before the event. Two system checks performed before the event met specifications.laboratory policy is to repeat all accutni results >0.50ng/ml. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and no hardware issues were noted. B) the fse performed a system check which failed. The customer stated weekly maintenance was due. After maintenance the system check was repeated and all parameters passed.no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 9.85ng/ml for one patient. A) the result was reported out of the lab. B) the original sample was re-tested and repeated result was in a lower clinical range. This sample was tested on a different instrument prior to the erroneous result and it matched the repeated result.no reports of death, injury, or change to patient treatment have been reported in connection with this event.